Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Upon further information, allergan safety determined that there is no malignancy. The event of lymphoma-alcl suspected is captured in contralateral record. See (B)(4).

Event description:
Patient representative later reported a right side implant exchange with no complaint against the device.

Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is the patient was diagnosed with alcl and had swelling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient representative reported that the patient was diagnosed with alcl and had swelling. Device was explanted. This record is for the right side.